Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Upon initial inspection, n o visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. No code available was used to represent surgical intervention. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the smartablate generator displayed error 3204 and did not boot up. Despite multiple attempts of rebooting and changing the power cord, the issue was not resolved. Customer wants the unit to be evaluated. Post-procedure, the patient¿s blood pressure dropped, and an unspecified medication was administered. Cardiac tamponade was then confirmed by ultrasound. Pericardiocentesis was performed to remove 1000 cc of fluid from the pericardial space. The patient was then transferred to the operating room to have cardiothoracic surgery. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician believed the issue occurred prior to transseptal puncture due to the color, and lack of pulsatile flow from the pericardial space. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. Flow settings were at default use for stsf catheter. No error messages were observed on any biosense webster inc. Product. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. It was reported that the equipment worked within specifications.

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The investigational analysis completed (B)(6)2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical tests were performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacture reference no: pc-000500497.